Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: annex g. Event summary: as reported, during a transurethral lithotomy (tul), the user opened the package of an ngage nitinol stone extractor, tested device function, and discovered the basket would not open or close when it was in an uncoiled position. The basket wires were not adhered to the basket sheath. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook in original open packaging for investigation. The complaint device was found to have a basket where the proximal end of the basket wires had pulled free, preventing the basket from opening. When the handle was functioned, the basket would move distally/proximally and remain closed, instead of remaining in place and opening/closing. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the proximal ends of the basket wires pulling free could not be determined. A manufacturing issue could not be eliminated, but all basket devices are functioned multiple times during manufacturing and subsequent quality control checks. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address = phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), the user opened the package of an ngage nitinol stone extractor, tested device function, and discovered the basket would not open or close when it was in an uncoiled position. The basket wires were not adhered to the basket sheath. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported.